Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was caused by a single low loaded battery voltage measurement and recommended device replacement. At this time this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was caused by a single low loaded battery voltage measurement and recommended device replacement. At this time this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has been returned. Other than the surgical procedure, no additional adverse patient effects were reported.